Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2014 with the following findings: the black box history showed one loss of prime warning associated with a cartridge change; there were no valid loss of primes observed. An ezprime sequence and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration reading was below specification. The pump cover was removed and the force sensor resistance was within specification. There was no contamination or damage found to the force sensor plate. The original complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.